Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks after implant the patient¿s right ventricular (rv) lead triggered pacing impedance and rv coil impedance alerts for undefined high impedance levels. The rv lead was dislodged. The rv lead was repositioned and remaining use. No patient complications have been reported as a result of this event.